Manufacturer narrative:
Citation: tanner r et al. Clinical experience with trans-catheter aortic valve implantation at a tertiary hospital in the republic of ireland. Ir j med sci. 2020 feb;189(1):139-148. Doi: 10.1007/s11845-019-02030-7. Epub 2019 jun 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical outcomes of patients who underwent transcatheter aortic valve implantation (tavi). All data were prospectively collected from a single center between 2008 and november 2017. The study population included 354 patients and was predominantly male with a mean age of 81 years. Of those, 52 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (2) and evolut r (50). No serial numbers were provided. Among all patients, 2 intra-operative deaths were observed. The first case was due to hypotension and cardiac arrest after valve deployment. It was reported that the post-mortem examination showed a properly seated valve with no evidence of a structural or mechanical cause of death. The second case was due to cardiac arrest after the valve dislodged into the left ventricle. There were an additional 9 in-hospital deaths observed and they were classified as: pulmonary (4), cardiac (3), renal (1), and undefined (1). The all-cause 30-day and 1-year mortality rates were 3% and 14.6%, respectively. Multiple manufacturers transcatheter valves were involved in the study and the identity of the valves that were used to treat the patients who died were not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation due to conduction abnormalities; annular rupture; valve dislodgement into the aorta that required second transcatheter valve implantation; valve dislodgement into the left ventricle that required emergency surgical aortic valve replacement; second transcatheter valve implanted for an unknown reason; stroke; transient ischemic attack; cardiac arrest; emergent pericardiocentesis due to cardiac tamponade/perforation caused by wire/device manipulations in the left ventricle; and unspecified major vascular access complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.